Event description:
This is a spontaneous case report received from a medical doctor in united states on 09-jul-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for sterilization three or four months previous to this report (in 2015). Information states that patient came back for the hysterosalpingogram. The result showed the right insert in proper location with occlusion. However, the left insert was too proximal and the tube was patent. Health care professional had questions about removal. Ptc investigation result was received on 16-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A lack of efficacy may occur with the use of any product and is not indicative of a quality deficit per se. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 20-jul-2015: physician would like to have information on essure removal for the patient with misplaced coil. No additional information was provided. Follow-up information received from the physician on 24-aug-2015: the physician reported the suspicion of left essure misplacement at time of initial placement. The patient underwent laparoscopy. Right salpingostomy was done and right essure was removed. Hysteroscopy was performed at same time and the left essure was hysteroscopically removed. The left essure was curled up in endometrium; near left ostia. Bilateral salpingectomy was reported. According to the reporter the patient did well. No complications from surgery were reported. Follow-up received on 08-sep-2015: the ptc investigation result was updated. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A lack of efficacy may occur with the use of any product and is not indicative of a quality deficit per se. In addition, the ae case refers to a usability issue. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during confirmation test performed three or four months later, left insert was too proximal (misplaced coil). This event, interpreted as device dislocation, is serious due medical importance and listed in the reference safety information for essure. During essure use, there is a risk that the device could move into fallopian tubes. In this case, the result of hysterosalpingogram showed the right insert was in proper location with occlusion. However, the left insert was too proximal and the tube was patent. Although the exact date and mechanism of this dislocation have not been provided (it was suspected that it occurred during insertion), given event's nature, causality with suspect insert cannot be excluded. Previously this case was regarded as non-incident. Upon receipt of follow up information, it was informed that intervention for essure removal was required. Therefore, this case is now considered as incident. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.